Event description:
It was reported that the zimmer ats 1200 was not holding the correct pressure. Despite multiple follow up attempts with the customer, no additional information was able to obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 2 years old and has no repair history at zimmer surgical. Inspection of the device revealed that it met functional standards, and no leak was observed. The internal battery of the unit was observed to be past the recommended replacement period of one year. The age of the battery should not have caused the customer's event. The customer did not return any cuffs for evaluation with the unit, and cuffs could have been the source the report of the device not holding correct pressure. The cause of the reported complaint was unable to be determined. The device was serviced and returned to the customer.